Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had battery issues. The customer reported that they received weak battery alarm, failed battery test alarm and bad battery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the backlight was used frequently. The customer stated that there have not been unattended alarms. The insulin pump will not be returned for analysis.